Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. There was no visible damage to the canister. Conclusion: the complaint has been evaluated. The complaint indicated that when the pump was turned on, the physician noticed a "funny" smell and a "weird" sound coming from the pump. Evaluation of the returned pump could not confirm any unusual sounds or scents. The root cause of the complaint could not be determined. Further evaluation determined that the vacuum gauge was unable to go above -1 inhg when it was shut off. This value still falls within device specification and the functionality of the pump was not affected. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, pump max began making noise and the physician noticed a smell coming from it. The physician quickly turned off the pump max and continued the procedure using an old penumbra aspiration pump. There was no report of an adverse effect on the patient.